Event description:
A user facility reported that a computer in one of their navigation systems was having issues with the software exiting. This event did not occur during surgery and no pt was present. Re-entering the software would resolve the issue.

Manufacturer narrative:
This issue occurred with an old version of software. A new computer has been sent to the site with the latest software for issue resolution.